Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cryoballoon ablation induced hyperkalemia due to possible cold agglutinin disease.¿ doi: 10.2169/internalmedicine.2888-19. Intern med advance publication. Http://internmed.jp. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during the use of a cryoballoon ablation catheter: there was one (1) patient who had a vasospasm during the ablation procedure; medications were administered. There was also hyperkalemia (highpotassium levels) indicated and additional medications were given. The patient underwent ¿urgent¿ hemodialysis and the hyoerkalemia improved. Six hours later, an electrocardiogram (ECG) was performed with showed wide qrs and hyperkalemia was observed again; and another ¿urgent¿ hemodialysis was performed, with ECG and potassium levels ¿stabilized.¿ a blood test was performed which showed hemolysis after the ablation; but was not seen prior to the ablation. Another blood test one day post-ablation showed anemia. The author indicated that the patient was ¿diagnosed with possible cold agglutinin disease causing hemolysis and hyperkalemia due to the cold condition induced by cryoablation. Also, the article indicated that since the ablation procedure, the patient has taken their own pulse every day, and primary care physician monitors the ECG during hemodialysis, but no afib recurrence has occurred.¿ the patient¿s blood potassium levels have remained within the normal range, ¿suggesting that no hemolysis occurred after cold cryoablation.¿ the status/disposition of the cryoablation catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during the use of a cryoballoon ablation catheter: there was one (1) patient who had a vasospasm during the ablation procedure; medications were administered. There was also hyperkalemia (highpotassium levels) indicated and additional medications were given. The patient underwent ¿urgent¿ hemodialysis and the hyoerkalemia improved. Six hours later, an electrocardiogram (ECG) was performed with showed wide qrs and hyperkalemia was observed again; and another ¿urgent¿ hemodialysis was performed, with ECG and potassium levels ¿stabilized.¿ a blood test was performed which showed hemolysis after the ablation; but was not seen prior to the ablation. Another blood test one day post-ablation showed anemia. The author indicated that the patient was ¿diagnosed with possible cold agglutinin disease causing hemolysis and hyperkalemia due to the cold condition induced by cryoablation. Also, the article indicated that since the ablation procedure, the patient has taken their own pulse every day, and primary care physician monitors the ECG during hemodialysis, but no afib recurrence has occurred.¿ the patient¿s blood potassium levels have remained within the normal range, ¿suggesting that no hemolysis occurred after cold cryoablation.¿ the status/disposition of the cryoablation catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event. 2019-09-24 additional information was obtained through follow up with the company representative who indicated the issues presented were related to the product/procedure and also provided the product lot number and the fact that the physician had discarded the product.